Event description:
It was reported that the user experienced a severe hypoglycemic event after an automated corrective dose addressed a preceding high glucose, with glucose dropping rapidly to below 40 mg/dl and emergency medical services dispatched; the user subsequently chose not to continue using the ilet. Symptoms included hypoglycemia with altered mental status consistent with urgent low glucose notifications. Outcomes included emergency medical attention without hospitalization reported. Investigation included review of device data and event reports. Investigation of this case revealed no device malfunction identified from available information and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.